Manufacturer narrative:
Pc-(B)(4). To date, the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the posterior section of the mesh is still in place, but the plug and the outer section of the mesh had broken away. Additional information has been requested.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.